Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke off inside-vagina [foreign body in reproductive tract]. Tampon broke off [device breakage]. Case description: consumer reported via social media that the tampon broke off inside of her. No serious injury was reported.